Manufacturer narrative:
This report is submitted on february 16, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of electrode array into the external auditory canal. The device was explanted on (B)(6) 2022, and the patient was re-implanted with a new cochlear implant during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 13, 2023.